Event description:
During hansson pin surgery, the k-wire stuck inside the guide-wire bush while inserting in the patient bone. Thus the surgeon used the long guide-wire bush and new k-wire and the procedure was completed without problem. The surgeon requested the investigation of the event.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.